Event description:
It was observed that during the device evaluation, the subject device exhibited aw(air/water)-tube and cylinder had foreign objects. Additionally, there was a gap in adhesive area between z-block (server plug-in) and distal end, and the adhesive around lg (light guide) lens had wear. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the complaint, of foreign material, was not established. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. The most probable cause of the gap in adhesive area between z-block (server plug-in) and distal end, and adhesive around lg (light guide) lens had wear was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.